Event description:
It was reported that an empty eva container bag had a leak from a hole in the bag. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was reported to be available for evaluation. If additional relevant information is obtained, a supplemental report will be submitted.